Event description:
It was initially reported by the physician that the patient was having a full revision surgery due to high lead impedance. It stated through clinic notes that the patient was also experiencing an increase in seizures for last 6 weeks. Lead test was done and high lead impedance was observed. Physician stated that the increase in seizures is likely due to the non-functioning vns. Magnet has not been as effective as it use to be in the past. Patient had a full revision surgery. Good faith attempts to obtain additional information and explanted products for analysis has been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.